Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research review article ¿remote monitoring for better management of lvad patients: the potential benefits of cardiomems¿ identifying that heartmate 3 may be related to short, medium and long-term adverse events. Short term is defined as less than 1 month; medium term defined as 6¿12 months; long term defined as 2 years. Short, medium and long-term adverse events followed hm3 implantation are defined as follow: right ventricular failure (8.0; 10.0¿14.7; 14.0¿31.7), right ventricular failure resulting in rvad implantation (4.0; 4.0¿6.7; 3.2¿4.0), bleeding (30.0; 25.1¿38; 42.9¿50.0), gastrointestinal bleeding (4.0; 6.0¿8.0; 20.0¿27.0), bleeding resulting in surgical intervention (12.0; 10.2¿14.0; 12.2¿16.0), infection (20.0; 35.2¿36.0; 52.0), driveline infection (2.0; 11.7¿16.0; 23.8¿24.0), sepsis (8.0; 9.1¿16; 13.8¿22.0), suspected or confirmed pump thrombosis (0.0; 0.0; 1.1), stroke (4.0; 5.4¿12.0; 10.1¿24.0), ischemic stroke (0.0; 3.9¿4.0; 6.3¿24), hemorrhagic stroke (4.0; 1.5¿8.0; 4.2¿8.0), cardiac arrhythmia (28.0; 34.0; 37.6), ventricular arrhythmia (data not available for short and medium-term; long-term: 23.8), supra-ventricular arrhythmia (data not available for short and medium-term; long-term: 17.5), renal dysfunction (10.0; 10.0; 13.2), hepatic dysfunction (2.0; 2.0; 4.20, and respiratory dysfunction (14.0; 16.0; 23.8).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas¿s and the reported adverse events could not be determined through this evaluation. A research article was received (date of publication: (B)(6) 2019), which reported the following information: heartmate 3 may be related to short, medium, and long-term adverse events. The article provided short, medium, and long-term incidence rates for common lvad-related complications including: rv failure, bleeding, gi bleeding, infection, sepsis, pump thrombosis, stroke, cardiac arrhythmia, renal dysfunction, hepatic dysfunction, and respiratory dysfunction. The specific device and other case/patient information is not available and was not requested. No product was evaluated. The heartmate 3 lvas IFU lists pump thrombosis, pump pocket or pseudo pocket infection, hepatic dysfunction, stroke, renal dysfunction, sepsis, driveline infection, respiratory failure, right heart failure, localized infection, cardiac arrythmia, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.